Event description:
Revision surgery - glenosphere broke away from baseplate.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-01011; 508-32-101, s801 - device cracked/broke, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.